Event description:
It was reported that during a hysterectomy procedure the jaws of the ligasure device "were locked." Initially there was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to (B)(4) for an evaluation. The jaws were not able to actuate as intended due to the fact that the blade was not fully retracted. The device was found to have a piece of suture wedged under the blade and in the path of the guiding slots. Once the piece of suture was removed, the blade was aligned with the guiding slots and was able to retract. All handle mechanics became functional once the blade was realigned. Based on the engineering evaluation, the type of device malfunction reported can be caused by clamping on large, rigid tissue. The design of the lf4200 ligasure allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If the jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. (B)(4)'s instructions for use state: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
Originally the user facility reported the jaws of the device locked and the procedure time was only minimally extended to replace the device. They originally reported that there was no injury to the patient or damage to the tissue. However, on (B)(6) 2012, the user facility provided additional information. They stated that the "ligasure jaw "froze-up" when taking a bite of tissue. The doctor had to forcefully pull to remove the blade from the tissue." The patient returned to the clinic for a follow up visit and was found to have a 2nd to 3rd degree left labia thermal burn approximately 1.1cm x 4 cm in size. The patient was provided with antibiotic cream and the burn appears to be healing. After the ligasure was removed from the patient, a superjaw was used to complete the procedure. At this time, a device investigation had been started but not yet completed. Once the device investigation has been completed a follow-up MDR will be submitted.